Event description:
It was reported that a patient underwent an orthopedic surgical procedure on an unknown date and suture was used. The patient experienced pustules on or under the skin directly above the suture location in the fat layer of the tissue and lateral to the location of the skin staples. Wound healing was delayed and the patient returned to the operating room for reclosure of the wound. Specimens were taken and there was no infection.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.